Manufacturer narrative:
We received a complaint on 8/24/2009 for one patient distraction driver not working as intended. There was no patient injury, the patient's mother noticed it was not working, and was able to get another driver to complete the distraction. At that time, based on the information that was available, the decision was made no MDR was needed. During our investigation, though conversations with a physician on 12/4/2009), it was determined the user of the driver may not notice if it is not ratcheting as it should. If the driver does not ratchet as intended, the distraction device may not advance as intended. If the device does not advance, bone consolidation may occur, which could cause the patient to need a second osteotomy. On (B)(6)2010, the decision was made to file a MDR. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The driver is designed to aid in the accurate advancement of distraction devices. The patient distraction drivers are intended to be ratcheting, the items in question do not ratchet. Therefore, the distraction device may not advance as intended. After conversations with a physician, it was determined it would not be easily recognized if the driver was not working as intended. If the device does not advance, bone consolidation may occur, which could cause the patient to need a second osteotomy.